Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition. No physical damage. The investigation confirmed the complaint. There is no occlusion alarm. The cause was unknown. The dso sensor needs to be changed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device freezes occlusion. There was no patient involvement, and no harm/adverse event was reported.